Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to an atrial driven rhythm. After the first shock was delivered, the patient went into polymorphic ventricular tachycardia (vt)/ventricular fibrillation (vf). Another shock was delivered which converted the rhythm. Later on, the patient experienced another episode in which myopotential noise on the shock electrogram (egm) lead to inappropriate anti-tachycardia pacing (atp) and electric shocks. Rhythm acceleration was also observed in this episode. Therapy was exhausted. Reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device remains in service.